Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube and stained address/serial number label.

Event description:
The customer reported via phone call that reservoir compartment on the lip had cracks and some broken pieces of casing. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that reservoir is able to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.